Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26676. Follow up information identified the sjm representative met with the patient on (B)(6) 2016 and one of the leads was unresponsive, however reprogramming using the second lead was able to resolve the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26676. The patient reports she is no longer feeling stimulation and is experiencing auto-reducing. Troubleshooting was able to provide her with effective stimulation. Follow up information identified the sjm representative met with the patient and lead diagnostics revealed multiple invalid contacts. Reprogramming was unable to resolve the issue. Surgical intervention may be pending this issue.